Event description:
It was reported the lesion was an eccentric, de novo between the proximal lcx and distal lcx, with moderate tortuosity and mild calcification. The lesion was predilated with a balloon catheter and then the penta 3.0x18 was deployed at 10 atm. A perforation was observed on the angiogram and it was treated by inflating the stent delivery system (sds) balloon at 4 atm for five minutes. The stent was planned to be inflated to 3.0 mm, but it appeared to be larger on the angiogram. No pt effects were reported.